Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, the device was found to be in backup-vvi mode. It was noted that a patient had recently had an MRI. A device download was performed successfully. The device remains implanted.